Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 3.6, lab: 10.0. Pt's therapeutic range: 2.0-3.0 inr. On (B)(6) 2012, pt was admitted due to a bleed. Lab result was obtained after being admitted. Caller could not provide specific info on the type and severity of the bleed.

Manufacturer narrative:
Investigation pending.